Event description:
It was reported that the patient had inappropriate shocks due to oversensing via wide intrinsic complexes. There were some stored untreated episodes for the same reason. Technical services advised to collect a new template of the patient's rhythm while there are some wide intrinsic complexes. There were no additional adverse patient effects. The system remains implanted.